Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy.

Event description:
Healthcare professional later reported pathology results; akl -, cd3 +, cd30- and cd20+. Periprosthetic liquid sample. No atypical cells. No malignancy signs.

Event description:
Healthcare professional reported left side "rupture", "periprosthetic liquid due to complicated seroma", and " seroma fluid was sent for alcl testing." Pathological markers confirming alcl have not been received. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, periprosthetic liquid due to ¿complicate¿ seroma, and lymphoma-alcl-suspected.